Event description:
Customer reported an issue with the panorama central station, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. A loaner server was installed while the customer's unit is returned to company repair center for further evaluation.